Event description:
It was reported the powermax elite mdu hand control overheated. A back up device was available. No patient injury or complications were reported.

Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.